Event description:
This adverse event occurred at national nephrology association. Pt a developed adverse reactions when using am-nr-100u dialyzer for the first time. Pt began to complain of very sharp back pain early in treatment. Blood was returned to pt and symptoms increased. Pt reported pain traveled from front to back. Pt became short of breath and required oxygen. Pt was given benadryl 50mg ivp. Now there is no problem. The clinic reported other 3 pts' complaints such as back pain, headache, and chest pain during the treatment using am-nr-100u with the same lot number as pt a. The symptoms of these three pts were slight and did not need any interventions.